Event description:
Pt experiencing pain. Pt was in an accident in which he banged his knee. This caused the tibial baseplate to disassociate from the proximal tibia. No wear was evident on the patella or the insert.